Manufacturer narrative:
The hospital's investigation found bacteria in the tanks of all 3t heater/coolers at the facility. Serial number (B)(4) was returned for evaluation. Sorin group (B)(4) manufacturers the heater-cooler system, 3t. The incident occurred in (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that one or more patients experienced an infection after surgeries in which the 3t heater/cooler was used. The hospital's investigation found bacteria in the tanks of all 3t heater/coolers at the facility. Additional communication with the facility has revealed that between 2006 and 2012, a total of 5 patients experienced the infection and 2 cases resulted in patient death. One involved heater/cooler was returned to sorin group (B)(4) for evaluation. Visual inspection of the returned unit revealed residuals of biofilm in the water circuit which is a clear indication that the device was not regularly disinfected and maintained according to the instructions for use. The 3t heater/cooler instructions for use states, "in order to prevent microbial growth, the disinfection cycle should be repeated at regular intervals after the initial operation." Testing of the returned device confirmed the presence of micro-bacteria in the water circuit but a review of the investigation report provided by the facility revealed that the bacteria found in the heater/cooler is not the same strain as that which was responsible for the patient infections. Based on the investigation summarized above, sorin group (B)(4) has concluded that there is no data or scientific evidence available to support a conclusion that the heater/coolers are the source of the contamination.

Manufacturer narrative:
The hospital's investigation found bacteria in the tanks of all 3t heater/coolers at the facility. Serial number (B)(4) was returned for evaluation. Sorin group (B)(4) manufacturers the heater-cooler system, 3t. The incident occurred in (B)(6). The medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that one or more patients experienced an infection after surgeries in which the 3t heater/cooler was used. The hospital's investigation found bacteria in the tanks of all 3t heater/coolers at the facility. Additional communication with the facility has revealed that between 2006 and 2012, a total of 5 patients experienced the infection and 2 cases resulted in patient death. One involved heater/cooler was returned to sorin group (B)(4) for evaluation. Visual inspection of the returned unit revealed residuals of biofilm in the water circuit which is a clear indication that the device was not regularly disinfected and maintained according to the instructions for use. The 3t heater/cooler instructions for use states, "in order to prevent microbial growth, the disinfection cycle should be repeated at regular intervals after the initial operation." Testing of the returned device confirmed the presence of micro-bacteria in the water circuit but a review of the investigation report provided by the facility revealed that the bacteria found in the heater/cooler is not the same strain as that which was responsible for the patient infections. Based on the investigation summarized above, sorin group (B)(4) has concluded that there is no data or scientific evidence available to support a conclusion that the heater/coolers are the source of the contamination.

Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2085-2015.

Manufacturer narrative:
As previously reported, the customer returned a 3t unit to sorin group (B)(4) for investigation of bacterial contamination (serial no. (B)(4)). Subsequently, sorin group (B)(4) received another device back from this customer (serial no. (B)(4)) for investigation. These two serial numbers tested positive for the presence of non-tuberculous mycobacteria. Sorin group (B)(4) also took numerous water samples from the production facility from july to august 2014 and in october 2015. Genotype testing was subsequently performed on the various production samples and the sample taken from no. (B)(4). This genotype testing demonstrated that the bacterial strain from heater cooler unit no. (B)(4) matched the strain found at the production facility. Based on these findings, it has been concluded that the initial contaminant was introduced to the system at the production site, however, this contamination almost certainly would have been eliminated had the user maintained the unit in accordance with instructions for the initial cleaning and disinfection (the cleaning and disinfection prior to use) outlined in the IFU in effect at the time. This device was produced before the current ethanol disinfection process was instituted at the production site.

Manufacturer narrative:
The previous report (follow-up 4) stated that the 3t unit (B)(4) had been returned to sorin group (B)(4) for investigation. This was stated in error; sorin group (B)(4) only received water samples from this unit, not the entire device.

Manufacturer narrative:
On march 29, 2016, sorin group(B)(4) ("sorin") received new information from (B)(4). The lab used a single nucleotide polymorphism (snp) genotyping method to measure the variations of single nucleotide polymorphisms between different strains of m. Chimaera in order to assess their relatedness, if any. Though the information made available to sorin was limited, it appears that the testing shows that certain strains of mycobacterium chimaera found in samples taken from eight (8) customer-returned devices from (B)(4) and strains found at the manufacturing site were within ten (10) variances of certain strains found in samples taken from a (B)(6) patient (one of the 6 patients who reportedly was infected by mycobacterium chimaera at (B)(6)). It is our understanding that the nrc has reported that these results appear to demonstrate a relationship between the strains of mycobacterium chimaera samples taken at these various locations.

Event description:
A sorin group (B)(4) received a report that one or more pt experienced an infection after surgeries in which the 3t heater/cooler was used. The hospital's investigation found bacteria in the tanks of all 3t heater/coolers at the facility.

Manufacturer narrative:
Serial number of the involved device(s) was requested but has not been provided to date. The serial number was not provided, therefore the manufacture date is unk. Sorin group (B)(4) manufactures the heater/cooler system, 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.